Event description:
A malfunction was reported in a tandem pump, indicated by the malfunction code 199, which suggests a pump issue. There was no adverse impact on the customer's blood glucose level. The issue did not recur after the initial reset, and the customer was advised by technical support on how to reset the pump and instructed to contact support again if the malfunction reappeared. Customer may continue to use the pump.